Event description:
Shearing of approx 2cm of spinal needle tip. Pt was scheduled for elective cesarean section. Pt had an epidural, but only a partial block was obtained. Pt was to receive spinal block. During the process of spinal block, pt's partner got dizzy and fainted and was caught by anesthesiologist. Nurse anesthetist was doing spinal block, as the needle was pulled out approx 2 cm of needle was left in pt. Surgery was cancelled. Neurosurgeon consulted.